Event description:
Information was received indicating that during a massive resuscitation a smiths medical level 1® h-1200 fast flow fluid warmer failed to refuse packed red blood cells (prbc) at a reasonable rate. The patients IV was checked for patency with no issue. The blood was then transfused via pressure bags without issue. There was no reported adverse effects.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Pressure chamber underwent functional testing with output of h1200; found to be within specifications. The unit was tested with the pressure chamber and 1l IV bag, the pressure increases and is stabilized at around 290mmhg; use the same pressure chamber to test the IV bag(500ml) provided by customer, the pressure increases and is stabilized at around 290mmhg; however, the spike tubing that connect to the IV bag looks narrower than the recommended IV sets that are distributed by smiths medical. The reported customer complaint was unable to be confirmed.